Event description:
Base of mobile medication cart started smoking and filling hosp hallway which prompted called the fire dept. Flames were also noted prior to using a fire extinguisher. Hosp clinical engineering indicated that some components in the power supply appeared to be burnt.